Event description:
The customer received blood glucose readings of 22 and 23mg/dl on the contour meter, re-tested on a different meter and the readings were 320 and 340mg/dl. The differences between the readings fall in the "e" zone of the consensus error grid, making the differences clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and new meter were sent to the customer